Manufacturer narrative:
Device evaluation of belt is underway. The reported problem (ecgs non-functional) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Correction: none taken at this time, investigation underway. Root cause: investigation underway. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of belt is underway. The reported problem (ecgs non-functional) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. Correction: none taken at this time, investigation underway. Root cause: investigation underway. There was no adverse event that resulted from the damaged belt. Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the distribution node (dn) to yellow gel fire wires were broken from the dn pca. The electrode belt's ECG acquisition and pulse delivery circuitry was still intact. Patient protection was not affected. The root cause was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.